Event description:
The event was received through literature article "device closure of residual shunt after percutaneous closure of patent foramen ovale" published in eurointervention 2010. It was reported that the physician implanted a 15mm helex septal occluder on (B) (6) 2002 to close a 5.3mm patent foramen ovale. A moderate residual shunt was noted during a follow up visit. A reintervention was performed, but the physician was unable to cross the septum, so a second device could not be implanted. There were no procedural complications.

Manufacturer narrative:
A review of the manufacturing records could not be conducted because the lot# is unavailable. The device remains implanted, so no engineering evaluation could be conducted. Majunke n, wallenborn j, baranowski a, wunderlich n, sievert h. Device closure of residual shunt after percutaneous closure of patent foramen ovale. Eurointervention 2010;5(7):833-837.